Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
On 01/06/2010, received user facility medwatch form. The hospital reported that, during an endoscopic vein harvesting procedure, the rn/physician's assistant was using the vasoview hemopro "device to harvest vein, but when power was applied, he observed a spark/flame at the end used to cauterize tissue. The device continued to smoke and he then asked for a replacement. The device was removed from the field and sequestered per protocol." No pt complications were reported. Product will be returned. (B) (4). (B) (4).